Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional high impedance and unstable and relatively high capture thresholds were noted on the right atrial (ra) lead. During the revision procedure it was noted that simple traction of the lead resulted in removal from the ra port of the device. It was noted the lead was not fully inserted into the header of the implantable pulse generator (ipg). After replacing the device clinically acceptable performance was noted on the lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.